Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit device cuff pressure went down many times. It was indicated that they changed the cannula many times.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation and the reported issue was not confirmed. A visual inspection was conducted, and it was observed all the components are assembled properly. Cuff inflation/deflation testing was performed, the cuff maintained its air pressure and no leaks were observed. The sample was then submerged into a container filled with water and no leaks were observed. Therefore, no failure mode was observed in the received sample which met all product specifications. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.